Manufacturer narrative:
The patient remains ongoing on pump support. A direct correlation between the device and the report of driveline infection could not be determined. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient was diagnosed with a driveline infection in (B)(6) of 2015. During the past year, the patient had been treated with unspecified intravenous and oral antibiotics. The patient also had three separate surgical debridement procedures. During the debridement procedures cultures were collected and found to be positive for serratia, acinetobacter, extended-spectrum &#946;-lactamase, (B)(6), escherichia coli (e. Coli), and pseudomonas. The patient did not have any positive blood cultures. On (B)(6) 2016, the patient was admitted again due to the driveline infection. Minimal drainage was present. The patient was placed on unspecified intravenous antibiotics, and on (B)(6) 2016, the patient underwent a driveline revision. At the time of the revision, cultures were collected. Preliminary results of cultures taken during the revision procedure revealed gram negative rods. The patient was to remain on unspecified chronic antibiotic therapy.